Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced suspected wound infection and as such surgical intervention was undertaken on (B)(6) 2024, where a wound exploration was performed to address the issue.